Manufacturer narrative:
(B)(4). P-cap/reservoir locks properly into place. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with cracked case (battery tube).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was blank less than 30 seconds and returned. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display returned after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.